Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year-old female patient who had essure inserted (lot no. E36581) for female sterilisation. The patient had a medical history of allergy (orthocept), parity 2, multi gravida, hematoma, heart murmur, chickenpox, uterine prolapse (pelvic examination revealed grade ii uterine prolapse.), menorrhagia and dyspareunia. Previously administered products included: depo provera. The patient had a family history of diabetes mellitus and cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.868 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: pre and post-operative diagnosis: adequate parity essure verification. Procedure: hysterosalpingogram. Details: we could see both essure on fluoroscopy and there was no spill in either tube. She tolerated the procedure well and left the x-ray department in excellent condition. [Pathology test] on (B)(6) 2018: surgical pathology report clinical history: uterine prolapse, dyspareunia, menorrhagia. Specimen: uterus and bilateral fallopian tubes. Gross description: the detached fimbriated fallopian tubes are 5.4 cm in length by 0.7 cm in diameter and 5.9 cm in length by 0.8 cm in diameter. Diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: late-secretory endometrium; no endometrial polyp, hyperplasia or significant atypia seen. No evidence of adenomyosis or leiomyoma seen. Cervical tissue with no significant pathology. Bilateral fallopian tubes with rare paratubal cysts on one tube. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 212 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year old female patient who had essure inserted (lot no. E36581) for female sterilisation. The patient had a medical history of allergy (orthocept), parity 2, multi gravida, hematoma, heart murmur, chickenpox, uterine prolapse (pelvic examination revealed grade ii uterine prolapse.), menorrhagia and dyspareunia. Previously administered products included: depo provera. The patient had a family history of diabetes mellitus and cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.868 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: pre and postoperative diagnosis: adequate parity essure verification. Procedure: hysterosalpingogram. Details: we could see both essure on fluoroscopy and there was no spill in either tube. She tolerated the procedure well and left the xray department in excellent condition. [Pathology test] on (B)(6) 2018: surgical pathology report clinical history: uterine prolapse, dyspareunia, menorrhagia. Specimen: uterus and bilateral fallopian tubes. Gross description: the detached fimbriated fallopian tubes are 5.4 cm in length by 0.7 cm in diameter and 5.9 cm in length by 0.8 cm in diameter. Diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: latesecretory endometrium; no endometrial polyp, hyperplasia or significant atypia seen. No evidence of adenomyosis or leiomyoma seen. Cervical tissue with no significant pathology. Bilateral fallopian tubes with rare paratubal cysts on one tube. Lot number: e36581 manufacture date: 201510 expiration date: 201810. Qualitysafety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent followup information incorporated above includes data received on: 11jan2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 24 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 212 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.